Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during stitching bilateral breasts on patient, the e-sep pencil was on top of the drape while not in use, the patient received a minor burn under the bellybutton. It was also reported that the burn was minor, no treatment was required for the burn, permanent damage was not expected. It was further reported that there was a fifteen minute delay and the procedure was completed successfully. It was also reported that the holster was not used to hold the pencil while not in use.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device is not available for return.

Event description:
It was reported that during stitching bilateral breasts on patient, the e-sep pencil was on top of the drape while not in use, the patient received a minor burn under the bellybutton. It was also reported that the burn was minor, no treatment was required for the burn, permanent damage was not expected. It was further reported that there was a fifteen minute delay and the procedure was completed successfully. It was also reported that the holster was not used to hold the pencil while not in use.